Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02574. The pt received her scs system, including an ipg and a surgical lead, on (B)(6) 2011. It was reported that pt developed an infection at the ipg pocket resulting in an explant of the scs system. A culture of the infected area was taken; however, the results of the culture were not provided to the manufacturer. The pt was treated with oral antibiotics. No further pt complications were reported as a result of this event.